Manufacturer narrative:
Follow-up report #1: additional information - 08/26/2016. Device evaluation of monitor sn (B)(4) was completed. The cause for the power-up failure was isolated to contamination on connectors j2005, j2007, and j2008 on the auxiliary pca. The root cause for the contamination was ingress of an unknown material. -------------------------------------------------------------- device evaluation of monitor sn (B)(4) is underway. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was not booting up. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that it was unable to power on.

Manufacturer narrative:
Device evaluation of monitor (B)(4) is underway. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was not booting up. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor (B)(4) and reported that it was unable to power on.